Event description:
A healthcare facility reported to our distributor that rt051 "prongs are slipping out of the prong housing when patient touches the cannula and when the cannula is warm". No pt consequence was reported.

Manufacturer narrative:
(B)(4). The rt051 interface is used to deliver humidified oxygen to pts. The rt051 consists of a short length of tubing (interface tube) which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The product also includes a lanyard which is placed around the pt's neck or attached to the pt's clothing or bedding to remove the load of the breathing circuit from the pt's nares. Method: the complaint device was not available for return to fisher & paykel healthcare. An investigation of the complaint was carried out based on the event description. Results: the rt051 interface came apart between the nasal prongs and the plastic base. A lot check was not performed as no lot info had been provided. Conclusion: without the return of the complaint device, we are unable to determine the root cause of the separation. The rt051 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic base. (B)(4).